Event description:
This device is used to provide compression over the radial artery after arterial sheath is removed post cardiac catheterization. The device works by use of an inflatable balloon that provides compression of the artery, so that the patient does not bleed out from the puncture. The balloon failed to hold its pressure under inflation. This was noticed immediately before sheath was pulled preventing any catastrophic bleeding. We have had numerous issues with this new device. Re-education is planned. This device however was noted to not hold its pressure.